Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The technical support specialist (tss) confirmed that the issue was resolved after the nurse logged out and logged back into the cabinet, which allowed the drawers to open successfully. The system functioned as intended after the technical support specialist verified the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.